Event description:
While using a byte day aligners, patient reported that they were examined by their dentist. The dentist found that the patient present with multiple concerns with posterior molars occlusion being off, posterior open bite right side, anterior open bite and mandibular midline is off to the right 1-2mm. It is recommended by the dentist that the bite be corrected by traditional braces due to corrections that need to be made by a licensed orthodontist.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.